Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) via the manufacturer representative (rep) reported that the patient had their battery changed on (B)(6) 2016. It was stated that they saw the hcp on (B)(6) noting that they had not been doing well with their nausea and vomiting. The patient had been diagnosed in (B)(6) with serotonin syndrome, and had also fallen at some point with them on a lot of medications. On (B)(6) the patient complained of shooting pains so the device was turned off, which they couldn't stand, so they turned it back on at nominal settings. The patient came back in stating their settings were low so they adjusted them up, and are currently on a current of 8.5, 4 v, 40 us rate, 2 sec on and 5 sec off. It is unknown if there were any environmental factors that led to the issue and the issue had not been resolved at the time of the report. Additional information received from the rep later on date notified reported that the patient is convinced their new battery is the cause of the nausea and vomiting symptoms, and that they believe the device is not working. The patient's indication for implant is gastroparesis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare provider noted that the symptoms were reported to them by the patient on (B)(6) 2016 and they fell in (B)(6) 2016. Some of the troubleshooting done in relation to the return of nausea and vomiting included an abdominal x-ray, lead impedance checks and device query, temporarily turning the device off, and multiple setting adjustments. To resolve the issue they did device adjustments and a trial ees. The patient reported some improvement on their visit from (B)(6) 2017. It was also noted that the patient reported an improvement of shocking at their visit on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.